Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 1 and 4 hours. As treatment, the patient administered manual injection of insulin. The device was originally reported for being unsure if the pod was delivering insulin.

Manufacturer narrative:
The pod was received with the needle mechanism assembly fully deployed. Corrosion was observed on the pcb assembly, all three batteries, as well as the mechanism rails and the catch beam. Initial attempts to download the data from the pod were unsuccessful and the battery voltages were measured to be lower than expected. An external power supply was attached to the pod in an attempt to establish communication with the master pdm. This attempt was successful. Inspection of the download data showed the pod did not generate alarms, timeouts, or drive stalls. During the end of the pod's run, the pulse widths increased. The patient history buffer (phb) data showed that the automated glucose control (agc) algorithm appropriately adapted to changes in estimated glucose values (egvs) and user inputs. Due to the corrosion observed on the internal components of the device, a leak test was completed. A tear was observed on the internal portion of the soft cannula, 0.109 inches away from the nail head. Evidence of fluid ingress was also observed on the commutator cap. The internal cannula tear was determined to have caused the corrosion observed inside the device, the low battery voltages, and the reported event.